Event description:
The user's family reported implant displacement and symptoms of infection. The user had to be hospitalized for infection of the implant incision, redness, and fever. The user was explanted of the device, with the active electrode array being left in the cochlea for later re-implantation in around 3 months time. The user was contra-laterally implanted during the explantation surgery of the concerned device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's family reported implant displacement and symptoms of infection. Reportedly, the swelling started about 4 months post-implantation. The user had to be hospitalized for infection of the implant incision, redness, and fever. On (B)(6) 2022 the user was explanted of the device, with the active electrode array being left in the cochlea for later re-implantation. The user was contra-laterally implanted during the explantation surgery of the concerned device. On (B)(6) 2022 the previously explanted side was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection at the implant site and extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.